Event description:
On (B)(6) 2005, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aneurysm. On (B)(6) 2010, glue and coils were injected into the aneurismal sac to treat a type ii endoleak. On (B)(6) 2010, a CT scan revealed a persistent type ii endoleak with aneurysm growth. On (B)(6) 2010, an ultrasound revealed a persistent type ii endoleak with aneurysm growth. The pt is being monitored.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.